Event description:
A customer reported a high reading issue with the adc device. The customer reported a sensor reading of 270 mg/dl, and experienced a loss of consciousness. The customer reported unspecified third-party treatment, and an ambulance was called. Upon arrival a healthcare meter result of 39 mg/dl was obtained and the customer transferred to hospital for treatment of glucose injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.